Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6), 2010.according to the complainant, within one month (exact date is unknown) after the replacement of the button the cap on the button was unable to close. This device is currently implanted and is scheduled to be replaced. To date it has not been replaced.there were no patient complications reported as a result of this event. The patient's condition was reported to be good.attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.